Manufacturer narrative:
Device analysis: the device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this lot number was not reviewed as the lot number is unk. The root cause for the reported event is unk. (B)(4).

Event description:
It was reported via stealth registry form: macro-embolism, pt artery, related to use of crown, not resolved in lab. Attempted embolectomy without success and procedure terminated without regaining patency of the pt artery. The rep followed up with the physician regarding this pt, and the physician stated that the pt was sent home, and reports feeling remarkably improved from symptoms which brought him to the lab. Additional info has been requested regarding this event.